Manufacturer narrative:
Evaluation summary: the sample associated to this report was received and the customer reported issue could not be duplicated. We are unable to determine the cause for this specific event however; manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the sensor gave low readings when used with oximeters. The customer indicated that there was patient involvement, but no harm was reported.